Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. It was determined that the ui never came out of reset, the printed wire assemble (pwa) board was the root cause. The pwa and the dso seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device opens in error 41786. There was no patient involvement.